Event description:
It was reported that the system experienced a "system hang". The image was frozen and there was no fluoro and no record. System was reportedly reset at the console to recover from this condition. There was no injury reported.

Manufacturer narrative:
Analysis of the logs by the investigation team determined the root cause of this event is a hardware issue of mercury power pc board which is a real time processor board used for image processing. An image frozen appeared during acquisition due to this failure and was detected in the logs. Reset of the system allows recovering normal operation. In case of failure during the acquisition of fluoro or record, there is a frozen image. During this failure the system will send x-ray without reporting any error message. The x-ray will remain with the frozen image until the operator releases the pedal. Once the pedal is released by the operator, the x-ray stops as per the specification and an "abort" message is displayed after 2.5 seconds and the image will get blacken. The operator needs to do a shutdown / power up to recover the system. A field correction has been launched to update the affected units in the installed base. FDA has classified it as a class ii.